Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was seen in the emergency room and hospitalized. It was reported that the patient was diagnosed with a transient ischemic attack. It was noted that the patient had improved, but not to baseline. It was reported that the patient was seen by a neurosurgeon and underwent a revision surgery on (B)(6) 2016 to resolve the wire sticking out of the patient¿s head.

Manufacturer narrative:
System report - other applicable components are: product ID: 3387s-40, lot# va0z2vq, explanted: (B)(6) 2017, product type: lead; product ID: 3387s-40, lot# va0ynz4, explanted: (B)(6) 2017, product type: lead; product ID: 3387s-40, lot# va0kk2m, explanted: (B)(6) 2017, product type: lead; product ID: 3387s-40, lot# va0kk2m, explanted: (B)(6) 2017, product type: lead. The initial MDR was filed as manufacturer¿s report# 3007566237-2017-00132. Based on additional information received, the correct manufacturing site was # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s stroke, brain bleed, and headaches was that the ins system became infected in 2017 requiring removal/explantation on (B)(6) 2017. The hcp noted that this was complicated by a seizure on (B)(6) 2017 and by a hemorrhage in the ¿ttlact¿ in the left frontal lobe. As a intervention, a left craniotomy was performed on (B)(6) 2018. The hcp reported that the stroke, brain bleed, and headache issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had bad headaches which started 1.5 years ago. Caller further mentioned the patient had a stroke and was admitted to the hospital and had an infectious disease. The patient had a brain bleed. This occurred in (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0z2vq, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0ynz4, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0kk2m, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The consumer reported that the patient started having trouble with the "wires" and one of them came out of the patient's skull and caused an open space which got infected. It was reported that this occurred approximately in (B)(6) 2016. It was reported that the patient has had two or three surgeries to clean the area up and get rid of the infection since that date; however, the area never healed. The consumer reported that on (B)(6) 2016 the patient returned to their healthcare provider (hcp) and they "opened the area up further and debrided it." They further reported that "the hcp cleaned the wires and put a new connector sleeve on." The consumer clarified that they did not know what exactly the hcp did; however, they were sure that the hcp cleaned it but did not do anything in the patient's brain. The consumer reported that the patient was kept in the hospital for two or three days because the patient had infections. The consumer reported that when they picked the patient up from the hospital, the patient could now walk very well. They reported that when the got home from the hospital approximately 8 hours later, the patient could not sit up straight, could not walk well, and was "shuffling". The consumer reported that they took the patient back to the hospital and was told there was an infection. The consumer reported that the patient is currently in a rehab facility trying to "get [their] legs back together." The consumer reported that a manufacturer representative was present at the surgery and turned the ins device off. They reported that they assumed the representative turned the device back on but wanted to know if the patient's inability to walk, shuffling, and leaning to the side sometimes, were caused by the ins device. The consumer reported that the patient was planning to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.